Event description:
Reporter reported to smiths medical that the feed line is detaching from the chamber when pulled slightly. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
Additional lot code # 1113014. Two lots were reported. 36f26m006 was manufactured 06/06 as reported. 1113014 was manufactured 03/07. Samples have been received from the customer; however, smiths has not completed its investigation into this issue. A follow up report will be submitted as soon as the investigation has been completed.